Manufacturer narrative:
The subject device had not been returned to olympus medical systems corp. But was returned to olympus (B)(4). Olympus was informed that as a result of additional microbiological testing by the third party laboratory, the subject device tested (B)(6) for the following bacteria and it did not satisfy the guideline of (B)(6). On (B)(6) 2018: the instrument channel: (B)(6) (198kbe). The air/water channel: (B)(6)(16kbe). The physical findings of the subject device were not reported. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that as a result of microbiological testing by the user facility, the subject device repeatedly tested (B)(6) for the following bacteria. On (B)(6) 2018: the auxiliary channel: unspecified bacteria(>10kbe/ml) on (B)(6) 2018: the auxiliary channel: unspecified bacteria(>4kbe/ml) and (B)(6) (>2kbe/ml). The subject device had been disinfected using olympus automated endoscope reprocessor model etd3 (not available in the u.s.a) with glutaraldehyde. There was no report of patient infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the evaluation result of the device. The subject device had not been returned to olympus medical systems corp. But was returned to olympus (B)(4). The subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the testing indicated no microbial growth for the subject device. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".